Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In an abundance of caution this issue is being reported. The power cable in this hub harness that supplies the 160mlc psu. The neutral wire, which is a very large cross section, 5mm had an open circuit. An on site repair was carried out, a spare cable was found in the hub harness and this was used to replace the open circuit wire. This was not easy as there was very little spare length to terminate the end to fit into the housing. No info was reported that suggests that a mistreatment or serious injury has occurred.

Manufacturer narrative:
Preliminary risk indicates: severity: 3 (critical). There has been no mistreatment or injury reported. If the neutral wire is interrupted, the machine will stop the operation. As the cable harness is inside the system, there is no risk to the pt or operational staff. In worst case the complaint behavior may potentially result in an injury or death (contact to 'high voltage', max. 120 v) of the service technician, if he does not apply safety rules for service: the system must be disconnected from power source before removing the cover of the housing. Probability: b (improbable). Only trained staff is allowed to perform service of the system. The training also covers the safety rules. It is very unlikely, that the service staff tries to repair the cables while these are connected to the power source. This complaint was initially determined to be non reportable on may 20, 2010 and then again on may 27, 2010. Upon further review on may 31, 2010, it was determined that the complaint is reportable. No other products are concerned.